Event description:
The subject home monitor was replaced, reportedly because there was a communication issue and it could not be repaired.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190226 - file-2017-01876 - analysis_and_closure_report_resp-2019-00287.pdf].

Event description:
The subject home monitor was replaced, reportedly because there was a communication issue and it could not be repaired.